Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the pre-cut hole of the natura wafer was noted to be off-center prior to use. The product was not used. No further information or photographs were provided.

Manufacturer narrative:
MDR 9618003-2018-01220 / device 10 of 10. (B)(4). Manufacturing report number 9618003-2018-01220, submitted on august 22, 2019 is being corrected from: based on the available information, this event is deemed to be a serious injury and a reportable malfunction to based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details has been received.